Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead impedance warning for a high pacing impedance. It was noted the impedance measurements were erratic. Follow up with the company representative indicated the physician will monitor the lead but no reprogramming has been done. The lead remains in use. No patient complications have been reported as a result of this event.